Event description:
It was reported by the customer that a pyxis medstation es system had a tower door failed.the customer reported that the malfunction occurred when the user tried to issue medication to the patient and there was a delay in dispensing medication to patient.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the tower door intermittently does not register as open. A field service engineer reseated latch cables and replaced latch switches to resolve the issue. A field service engineer stated that there was a delay in dispensing medication to the patients. The system functioned as intended after the field service engineer troubleshooted the device.